Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected field(s): b3 (date of event).

Event description:
It was reported that during preventive maintenance (pm) performed by the hospital biomedical engineer, the cs300 intra-aortic balloon pump (iabp) had a low volume alarm. There was no patient involved, thus no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected field(s): b3 (date of event is unknown).

Event description:
It was reported that during preventive maintenance (pm) performed by the hospital biomedical engineer, the cs300 intra-aortic balloon pump (iabp) had a low volume alarm. There was no patient involved, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found the vacuum head direction was reversed. To address the issue the stm realigned the vacuum head. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by the hospital biomedical engineer, the cs300 intra-aortic balloon pump (iabp) had a low volume alarm. There was no patient involved, thus no adverse event was reported.